Event description:
The product was used during a lap chole procedure. Reportedly, the clips jammed in the jaws of the instrument. No pt injury reported.

Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA.